Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per the instructions for use: to attach one way valve and vacuum the balloon twice inside of the tray, also remove the balloon straightly grasping closely from the tray. The sheath was inserted via the left femoral artery. Upon removal of the iab from the tray, the balloon was unwrapped and as a result, the iab was not used. A 30cc iab was used without complications and the counterpulsation was done without a problem. The 30cc iab was used because there were no more 40cc iab's available at the hospital. There were no reported pt complications or injuries.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.